Event description:
The facility reported a flogard infusion pump the was broken; this condition had the potential to interrupt delivery . It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. Baxter quality engineering determined the reported condition to be a door issue. No additional information is available.

Manufacturer narrative:
(B)(4). The reported flogard infusion pump with reported problem of broken was confirmed by service. A broken door and lower hinge was likely the reported problem. A root cause could not be confirmed and the pump was not repaired at this time because it is a stay-in device owned by baxter. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.